Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a left humerus transcondylar fracture, the surgeon was unable to remove a screw. When the surgeon inserted the screw into the distal end of the lateral plate, the positioning was bad. The surgeon tried to remove the first screw but could not remove it. The surgeon succeeded to rotate and remove the plate. The screw could still not be removed from the plate. The surgeon used a new plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates the measurable dimensions of the plate and the screw were checked as far as possible and found to be in compliance with the technical drawings and specification. The screw became cold welded together with the plate hole. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We assume that too much torque could lead to this complained problem. The device history record was researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.